Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that three trocars (511sd, 511st & 355ld), from an fdc10 kit, leaked co2 from the diaphragm during the case.